Manufacturer narrative:
Device analysis report attached. This report is submitted on august 13, 2021.

Manufacturer narrative:
This report is submitted on july 12, 2021.

Event description:
Per the surgeon, the patient developed swelling at the implant site on (B)(6) 2019, and was treated with intravenous antibiotics. The patient underwent a revision surgery on (B)(6) 2020, to reposition the receiver/stimulator. The patient was treated with oral antibiotics due to infection; however the issue could not be resolved, as the implant became partially exposed. The patient was also hospitalised for 3 days due to the issue (specific date not reported). Ultimately, the device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.